Manufacturer narrative:
Continued concomitant medical products: 310c31 tissue valve implanted: (B)(6) 2016; 4968-35 lead implanted: (B)(6) 2016.

Event description:
It was reported that the right atrial (ra) lead was explanted due to infection. Per the explanting physician, there was a bunch of fibrinous debri on the lead. The lead was not replaced. No further patient complications have been reported as a result of this event.